Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2004, the patient contacted lifescan alleging that her one touch basic enhanced meter was reading a blood test as control solution. The patient was feeling "tingling" at the time she attempted to use the meter. She took no action to affect her blood glucose level following use of the meter and contacted a medical professional for advice. She received no treatment. The customer care representative (ccr) confirmed that the patient's testing technique was correct. She tested with two different vials of test strips from the same lot and received results noted as control solution. There is no indication that the patient experienced injury or medical intervention due to the meter. Due to the unresolved issue of the meter displaying blood results as control, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.